Manufacturer narrative:
Device not returned to MFR.

Event description:
A pt underwent total knee arthroplasty procedure and the insorb 2030 skin stapler was used to close the skin incision. The pt experienced a 5 cm wound separation at 2 days post op which was closed in the pts hospital room with metal skin staples under a local anesthetic.